Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a leak in the extension set while re-priming the line for pd therapy. The leak was observed at the connection point between the patient line and the extension set. The hp started over with new supplies and the issue did not recur. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number h13b18078 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.